Manufacturer narrative:
A review of the master system controller (msc) logs and dvstream events for the system associated with this event was performed by intuitive surgical, inc. (Isi) quality engineer (qe). The following additional information was provided: there were no relevant errors documented related to the event. The monopolar curved scissors (mcs) instrument was installed on to arm 3 of sk2827 at 19:25:15.606 utc. At 19:25:35.274, an energy cable connection was detected on the mcs instrument while the instrument was under control of the surgeon in following mode. A review of the kinematic tool tip data indicates that during the energy cable connection, the instrument tip changed approximately 13cm from its original location. Based on follow-up confirmation from the surgeon in association with kinematic data from the system logs, the probable root cause of non-intuitive instrument motion is attributed to user-induced factors such as a patient side cart (psc) user applying external force on an arm that is being commanded by the surgeon. Per da vinci xi surgical system in-service guide, energy cords should be connected to the instrument housing prior to instrument being docked to the universal surgical manipulator (usm). Furthermore, per da vinci instructions for use (IFU), users should always use proper strain relief on instruments, endoscopes, or accessories with external attachments, to avoid exerting external forces on an arm that could cause unintended motion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar curved scissors (mcs) instrument moved unexpectedly while engaged with the system causing injury to the liver. After the surgeon transected the cystic duct the bedside assistant went to attach the green monopolar energy cord to the mcs instrument while the instrument was engaged in the universal surgical manipulator (usm). The surgeon notes that the injury was not related to any da vinci system issues or errors, strictly bedside assistant technique. The surgical technician for that procedure did not have any prior robotic experience, and therefore when the green monopolar energy cord was plugged into the monopolar curved scissors (mcs) it was not done so correctly or with any communication which lead the mcs instrument to puncture the liver. Bleeding occurred due to the injury, approximately 30mls. There was no major vascular injury due to the event, surgicel a hemostatic agent was used to pack the puncture site to stop the bleeding. The procedure was completed robotically without any issues or complications. The patient is recovering well.